Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.

Event description:
Customer reported that "pox (rad-57) was not working properly while ppv was given to patient after birth; pox continued to not work properly during ppv and while patient was transported to nicu."